Event description:
It was reported that the patient presented to the emergency room, and the right ventricular (rv) lead exhibited impedances that had been spiking to high levels on the rv coil. Additionally, an x-ray was taken, which appeared to show some kinking in the lead. It was further reported that the lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room, and the right ventricular (rv) lead exhibited impedances that had been spiking to high levels on the rv coil. Additionally, an x-ray was taken, which appeared to show some kinking in the lead. Follow up is in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.